Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a power error detected alarm. The customer¿s blood glucose level was 13 mmol/l at the time of the incident. The customer stated that they had power error detected alarm recurred within a week of the troubleshoot of previous occurrence. The customer was advised that the pump needs to be replaced. The customer was advised to refer to back up plan per health care professional¿s recommendation. The insulin pump will be returned for analysis.